Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer received inaccurate fill estimates intermittently displayed on the insulin gauge. The customer's blood glucose reached 198 mg/dl. Reportedly, the customer loaded a cartridge and received and accurate fill estimate.